Event description:
The patient's anatomic form was not suitable for endovascular repair. This was a femoral-femoral bypass case. In 2008, a male underwent aaa repair, as labeled. At the time the grey positioner of the converter was withdrawn, heavy blood leakage occurred from the hemostatic valve. Another manufacturer's catheter that was cut into 3cm was put on the dilator and set into the hemostatic valve to plug the leakage. Total hemorrhage volume was 600ml yet blood transfusion was not performed.

Manufacturer narrative:
No product was returned to assist with our investigation. This device is shipped with an "instructions for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. An internal clinical review of this report determined this event was related to product quality. In an effort to prevent further occurrence of this failure, a corrective action has been previously assigned to address this matter. The appropriate individuals have been notified of this report and we will continue to monitor for similar situations.